Event description:
A customer reported that their tandem charging cable was frayed, and they had also lost the usb port cover on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support followed up, discovered that a 30-minute charge resolved the power source alert, and decided to replace the damaged charging supplies.